Event description:
Complainant alleged that while transporting a patient, the device intermittently powered down. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.